Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received an inappropriate shock. Interrogation of the device exhibited high impedance measurements for this defibrillation lead. An x-ray was performed and identified a lead fracture. The device and lead were explanted, however the tip of the lead remains implanted as it could not be successfully extracted.